Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient interface had a loss of suction. Additional information requested.

Manufacturer narrative:
Testing on patient interfaces returned for suction issues consistently yielded passing results. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. These issues occur prior to the procedure and as such this type of complaint constitutes a user inconvenience and would not result in a serious injury. Reports of suction issues with the system patient interface are patient and user related. (B)(4).